Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As per the report received from the united kingdom, edwards received notification of a pascal procedure in tricuspid position. During an evoque screening two potential sldas were identified (implant duration is currently unknown) and the grade of tricuspid regurgitation was massive (4+).

Event description:
New information received, the implant was performed approximately two year prior the screening. It was clarify that only the central pascal presented slda, however it was not possible to confirm which of the two implanted pascal devices had slda.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, d4, d6, e1, e2, e3, g3, g6, h2 and h4. E1: phone number: (B)(6), zip code: (B)(6). Updated description as per image evaluation and additional information. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from united kingdom, edwards received notification of a pascal precision ace procedure in tricuspid position where two devices were implanted. The final implant location for the first device was a-s and clocking 2-8. The final implant location for the second device was a-s and clocking 3-9. The regurgitation was reduced from massive to mild. Approximately two years after the procedure two potential late single leaflet device attachment (slda) were observed during evoque screening. However, as per internal imaging review, only one slda of the central pascal device is confirmed. The anterior pascal device is attached to septal leaflet and to a very thin lateral structure (leaflet vs chordae), but there is no slda. The grade of tricuspid regurgitation was massive (4+).

Manufacturer narrative:
Information added/updated to section b4, b5, g3, g6 and h2. H11: additional manufacturer narrative: through image evaluation review, it was confirmed there is only one slda of the central pascal. This first device remains reportable under manufacturer reference # (B)(4) (report ID: 2015691-2025-08366). However, the most anterior device remains attached but there is no slda. Based on the additional information obtained, the slda captured in this report is no longer considered reportable and this correction is being submitted. The serial number corresponding of the slda device is unclear at this time, however a device history record was performed for both devices implanted during the index procedure, and both devices passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified.